Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a thoracic surgery. The surgeon did not write an order for the patients implantable cardioverter defibrillator (ICD) device to be programmed back on following the surgery. The patient subsequently experienced a ventricular fibrillation cardiac arrest and passed away that night in the hospital. Additional information was provided which corrected the boston scientific aware date of this event.

Event description:
It was reported that this patient underwent a thoracic surgery. The surgeon did not write an order for the patients implantable cardioverter defibrillator (ICD) device to be programmed back on following the surgery. The patient subsequently experienced a ventricular fibrillation cardiac arrest and passed away that night in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.